Event description:
It was reported that the communicator showed a flashing yellow call doctor icon (ycd) with no latitude indicator on. Boston scientific technical services (ts) assisted patient with troubleshooting. Ts referred patient to clinic for a new power cord. No adverse patient effect was reported. The communicator remains in service. Patient advocate called reporting that patient was in hospital, communicator still flashing ycd and it had a burning smell. Ts recommended to replace the communicator.